Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during the case when the specimen was taken out, the port was removed, then it was noticed the sils port war torn. Nothing was found inside the cavity. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported. No pt info available.